Manufacturer narrative:
Citation: he c et al. Safety and efficacy of self-expandable evolut r vs. Balloon-expandable sapien 3 valves for transcatheter aortic valve implantation: a systematic review and meta-analysis. Exp ther med. 2019 nov;18(5):3893-3904. Doi: 10.3892/etm.2019.8000. Epub 2019 sep 12. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a comparison of the clinical efficacy and safety of evolut r and sapien 3 valves for transcatheter aortic valve implantation (tavi). All data was collected from a meta-analysis review of five studies published between 2017 and 2019. The study population included 1,460 patients. Of those, 795 patients (predominantly female, mean age 82.8 years) were implanted with medtronic evolut r transcatheter valves. No serial numbers were provided. Among all evolut r patients, 17 deaths occurred within thirty days after tavi. The causes of the deaths were not characterized. Based on the available information, medtronic product was not directly associated with the deaths. Among all evolut r patients, adverse events included: permanent pacemaker implantation, stroke, mild to severe paravalvular leak, li fe-threatening bleeding, and major vascular complications. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.